Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during cataract surgery an ophthalmic system was used where the system stopped irrigation, aspiration and phacoemulsification functionality. The handpiece and the tubing were changed, and the issue persisted, post which the surgery was completed post rebooting the system. Patient impact was not reported. Additional information has been requested but is not available at the time of this report.